Manufacturer narrative:
Stryker evaluated the device and verified the reported issue. The compression module was replaced to resolve the issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the issue was determined to be a faulty compression module.

Event description:
A distributor contacted stryker to report that their device could not perform compressions. In this state, a delay in cardiopulmonary resuscitation may occur. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. There was no patient involvement reported with the event.